Event description:
Using medtronic new nim vital nerve monitoring system in parotidectomy. Did not simulate upper facial branches for the entire case after doing it once. Made surgeon stressed during the case that had damaged nerve to the eye for the patient. Spent an extra hour with patient under anesthesia trying to get it to work. Rep was in the room. Could not fix it. Assumed nerve was damaged although damage could not be seen. Even traced nerves further out than planned to map without success. When patient woke up - completely normal function. Essentially nim told them it was not, and it could have lead to me grafting a nerve and destroying his function when there was in fact no issues with function. Also made for a very stressful case with misleading information. Makes me feel I could not trust it.